Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the child's mucus in his nose was black in the morning. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The external part of the device was visually inspected by the manufacturer and found no signs of contamination. The internal part of the device was visually inspected by the manufacturer and found evidence of contamination on the bottom panel and on the inlet filter of the blower box. There was no evidence of sound abatement foam degradation. The device was applied power and airlflow was verified. The device's downloaded logs were reviewed by the manufacturer and found no errors logged. The manufacturer concludes the device has evidence of contamination within the device. The manufacturer confirms there is no evidence of sound abatement foam degradation within the device. The previous report did not mention the child having mucus in their nose.